Event description:
It was reported that a nut on the frame of the chair was loose. No injury is reported.

Manufacturer narrative:
A stryker representative has contacted the customer three times and has visited the customer once. The customer has not allowed the device to be examined.